Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the device log was received. Review of the device log from the reported event concluded that the device worked as designed and within the limitations of the technology. Review of the log confirmed how this was reported by the customer; however, this is normal operation of the device. When the CPR cycle is interrupted mid cycle, the device will continue to perform CPR until it completes its CPR interval. In this case, the CPR cycle was interrupted due to the device detecting a valid impedance mid cycle. Once the CPR interval was over, the device analyzed as expected. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.